Manufacturer narrative:
Sections with additional information as of 31-may-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 282, 362, 217, 288 and 253 mg/dl. The customer¿s expected blood glucose test result ranges are 130-140 mg/dl am fasting, 150 mg/dl pm fasting and 170 mg/dl bedtime fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 09/20/2024 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 282 mg/dl, date: 04/05, time: 3:00pm, fasting. Result 2: 362 mg/dl, date:04/05, time: 2:45pm, fasting. Result 3: 217 mg/dl, date:04/05, time: 7:45am, fasting. Result 4: 288 mg/dl, date: 04/05, time: 7:43am, fasting. Result 5: 253 mg/dl, date:04/04, time: 9:19pm, fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 10-apr-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.